Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (Initial reporter address 1): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to spy discover catheter and spy discover controller used during the same procedure. It was reported to boston scientific corporation that a spy discover catheter and spy discover controller were used during a laparoscopic cholecystectomy with common bile duct exploration procedure performed on (B)(6) 2022. During the procedure, visualization was lost. Each time they plugged the device in, visualization would pop up for a moment then the image was lost. They tried to plugged the device in and out, switched monitors, but nothing worked. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block e1 (initial reporter address 1): (B)(6). Block h10: it was reported that the controller has been tested since this event and worked as intended. The aborted procedure is captured under MDR# 3005099803-2022-03101.

Event description:
Note: this report pertains to spy discover catheter and spy discover controller used during the same procedure. It was reported to boston scientific corporation that a spy discover catheter and spy discover controller were used during a laparoscopic cholecystectomy with common bile duct exploration procedure performed on (B)(6) 2022. During the procedure, visualization was lost. Each time they plugged the device in, visualization would pop up for a moment then the image was lost. They tried to plugged the device in and out, switched monitors, but nothing worked. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information was received on june 08, 2022: it was reported that the controller has been tested since this event and worked as intended.